Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures, including a revision surgery on (B)(6) 2010 and a removal surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, lysis of adhesions and left salpingo-oophorectomy due to stress urinary incontinence with pelvic adhesions.

Manufacturer narrative:
It was reported that following the insertion of mesh, the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia and neuromuscular problems. It was also reported that the patient underwent the following procedures: (B)(6) 2010: partial resection of vaginal mesh with closure of vaginal mucosa due to exposed vaginal mesh, secondary to a tear in the left anterior vagina and extreme groin pain on the lower left side. (B)(6) 2011: laparoscopic lysis of adhesion, laparoscopic left ovarian remnant resection and vaginal removal of transvaginal sling due to vaginal pain from transvaginal synthetic sling. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal scarring, pubic pain, feeling of vaginal fullness and burning sensations in the left leg, nerve pain and sciatic pain. (B)(4).

Event description:
It was reported that following insertion the patient experienced vaginal scarring, pubic pain, feeling of vaginal fullness and burning sensations in the left leg, nerve pain and sciatic pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, lysis of adhesions, and left salpingo-oophorectomy. The patient underwent partial resection of vaginal mesh with closure of vaginal mucosa on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.